Event description:
Two boston scientific mesh devices were implanted into the same patient. This report pertains to the obtryx. It was reported to boston scientific corporation that an upsylon y-mesh and an obtryx sling were implanted into the patient on (B)(6) 2012. The patient subsequently experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; thigh pain; painful intercourse; offensive vaginal discharge; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence; aggravated incontinence; damage; psychiatric injury surgical interventions: on (B)(6) 2021 the patient underwent further surgery regarding the obtryx implant under local anesthesia for the following purpose: dilate a stenosed urethra.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.